Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient had their ipg and system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient bumped up against her ipg and it was very painful. Surgical intervention may take place at a later date to address the issue.